Manufacturer narrative:
(B)(4). Unknown, captured as awareness date. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that while using the gun for the anastomosis the two parts (anvil and trocar) were not attaching together. It was initially thought that the anvil (head of the gun) is the problem. Therefore the new gun was opened and new head of the gun was inserted into the bowel. On the second attempt the same thing happened ¿ therefore it was concluded that the spike (trocar) was the problem rather than the head of the gun. Gun was taken out of the patient and new gun was reintroduced and two parts attached together without any further problem. The faulty instrument was investigated after the procedure finished and it was concluded that indeed the spike was the problem rather than the head of the gun. Essentially the trocar would not fit into the anvil in and out of the patient ¿ it came attached as usual but it seemed as soon as it had been removed it could then not be replaced back on.

Manufacturer narrative:
(B)(4). Date sent: 05/19/2022. D4: batch # 419a09. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh29b device arrived with no apparent damage. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged. During the functional test, the anvil cannot be installed onto the trocar. No functional test was performed due to the condition of the device. The damage observed is potentially related to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 09/29/2022. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh29b device arrived with no apparent damage. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged. During the functional test, the anvil cannot be installed onto the trocar. No functional test was performed due to the condition of the device. The damage observed is potentially related to a manufacturing process. Cdh25b device was shipped to cincinnati for additional analysis. Damage was observed on the trocar and aligns to the 180-degree position of the trocar clips that engage in this area. This amount of steel deformation would take a significant amount of force on the trocar or anvil. It was also noted that the handle ferrule was not flush with the handle lip. However, it is not known what would cause this ferrule movement. It was also observed that the adjusting knob pad printing was scuffed and not fully legible. It is unknown what caused this, but it is plausible that it occurred either during use or during the decontamination/cleaning process. It is unlikely that this was from the manufacturing process. It was also noted that the gasket component was outside of the edge of the anvil and anvil shroud. It is unknown what caused this to occur and is not considered a classifiable defect. Based on finding trocar damage; this is likely caused by the manufacturing process exerting higher than normal forces on the adjusting knob while the anvil is in place during the closure of the knob/anvil. If when the device is over-torqued onto an object such as the shipping retainer, the trocar clips attempt to pull up on the trocar and can cause this damage. The amount of steel deformation is not possible by hand and would have to be caused by a machine. Other observations: it is unknown when these observations occurred but are most probably not related to the manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 05/04/2022. Additional information was requested, and the following was received: how was it confirmed that the trocar was the problem? Due to the explanation given as the new second device was opened the anvil of this device was tried on the first trocar and didn¿t fit. The original device (device in question) wouldn¿t allow attachment of any anvil however the second device trocar allowed attachment of both the original device anvil and the anvil which it came with. 1-prolonged the operation of appx 40 min 2-expanding the incision to try open as we thought there was a problem with the laparoscopic technique. 3- obviously the frustration of the whole teal who would have been working for over 3 hours by then.